Manufacturer narrative:
A specific root cause of the captured event could not be determined. The report of a no external power event was confirmed based on the submitted log files. The log files captured a no external power event with corresponding low power hazard alarms on (B)(6) 2018. The event appeared to be due to a loss of power to the mpu. The system continued to be supported by the backup battery during the event and there was no interruption to pump operation. Mpu was manufactured with the ac power cord upgrade and review of the manufacturing documentation confirmed the mpu was shipped with an a/c power cord with the v-lock. Heartmate 3 IFU explains how to use the mobile power unit. Connecting the power cord is also described in this section. The document warns the user to ¿avoid positioning the mobile power unit where access to the power cord plug into the wall socket is limited or where disconnection of the plug from the wall socket is difficult. If there is a power failure, transfer from the mobile power unit to another power source. The backup battery in the system controller will temporarily power the pump while you transfer to batteries. Do not rely on the controller¿s backup battery as a power source during ac power failure, as it will only power the pump for a limited amount of time and the pump will stop.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Age of device: 26 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that device alarmed for no external power alarm on (B)(6) 2018. This could be caused by the power cord of the mobile power unit (mpu) coming loose at the mpu or the wall outlet. However, patient could not confirm whether cord came loose from wall. Patient was asymptomatic. No equipment was exchanged. No further information was provided.